Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level ranged from 120-150 mg/dl. A system check was performed by tandem technical support and no issues were identified. Customer successfully changed pump supplies and resumed insulin delivery after the system check.